Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the leak. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Device not available for evaluation.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported leak was confirmed. The investigation was unable to determine a conclusive cause for the leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10, h3 - device was available for evaluation h6: method code 4114 - removed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the tibial artery. The armada balloon dilatation catheter was advanced to the lesion and during balloon inflation at 3 atmospheres, a leak was noted at the tip of the device. The device was removed without issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. A non-abbott balloon catheter was used to complete the procedure. No additional information was provided.